Event description:
A company rep reported that during a combination cataract/vitrectomy surgery, the system displayed difficulty in cutting and vacuum in vitrectomy mode. The surgery was delayed for 20 minutes to troubleshoot. The customer reported that the staff had connected the incorrect anterior vitreous cutter to the console. There was no consequence or harm to the pt as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).